Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during the lead preparation for implant, the helix malfunction was observed. The lead was replaced and sent for analysis.